Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) old female patient had a rash. The patient's physician thought it may be an allergic reaction. The patient's physician advised that she should end use of the device. The outcome of the rash is unknown.